Event description:
Reporter alleged discrepant blood glucose values of 351 mg/dl, 84 mg/dl, and 75 mg/dl on the accu-chek compact system within 10 minutes. No actions or treatment reported. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.